Event description:
It was reported that the customer was hospitalized for high blood glucose levels and that the insulin pump alarmed no delivery. The blood glucose reading was 598 mg/dl. The reporter stated that the customer had high blood glucose in the morning and it went higher after fishing. The customer was hospitalized that evening and was treated to stabilize his blood glucose levels. The hospital advised that he take the insulin pump off for a day and to put it back on the following day. Upon troubleshooting, it was found that insulin did exit the tubing during a manual prime and no leak was found. The infusion set cannula was found to be bent on the last infusion set. The customer was unable to troubleshoot for the no delivery alarm at the time of the call. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-09112.